Manufacturer narrative:
A: patient information has been requested but not yet provided to gehc. D: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient undergoing an MRI exam of the lumbar spine had a trans-esophageal temperature probe in place concurrent with intubation and mechanical ventilation due to patient's medical condition. The patient was reported to have sustained second-degree burns to the lip and internally to the esophagus consistent with contact to the trans-esophageal temperature probe.

Manufacturer narrative:
H3: ge healthcareâs (gehc) investigation has been completed. The mr system was confirmed to be operating within specifications and all safety mitigating devices were functional when assessed by gehc. Based on the information provided by the customer, the esophageal temperature probe in place during the mr examination was mr unsafe and was not identified during patient screening by the customerâs mr staff. Information pertaining to the esophageal temperature probe including manufacturer, brand, and model were requested but not received by gehc. The root cause of the injury was determined to be failure to screen for mr unsafe/conditional conductive material. The operator documentation provides appropriate information regarding patient screening and contraindications for use. If proper scanning cannot be performed, the mr operator is responsible for postponing mr examinations until the screening can be completed. No further actions are planned by gehc.